Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer changed the infusion set four times and battery. Blood glucose value was 538 mg/dl; treated with manual injection. Customer confirmed that the reservoir was not empty and the tubing did not have air. The customer disconnected and was able to perform fixed prime. She was advised there may be a site related issue. The customer removed the infusion set and found the cannula was bent. Customer was advised about recommended insertion areas. Product was not replaced or returned for analysis.